Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, the lead dislodged and high out of range pacing impedances greater than 2000 ohms were observed. The lead was tested on the table after removal and it was noted that the helix would not extend. A new lead was successfully implanted. This ra lead was never in service. No adverse patient effects were reported.